Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue x3 had a loudspeaker error. It is unknown if sound was still coming from the device at the time of the event. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that a speaker malf. Error was displayed on the intellivue x3. A good faith effort was performed and it turned out that sound was still audible at the time of the event. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
After further review this complaint is not a reportable complaint with philips. The customer stated that a speaker malf. Inop was displayed, but sound was confirmed to be audible. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The following functional tests were performed: a field service engineer (fse) went onsite to evaluate the device and found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed by the fse. The speaker was replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.